Event description:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("but there are not any coils visible on the second side/she is concerned it may have deployed deeper/ unilateral right fallopian tube perforation") in an adult female patient who had essure inserted. The patient's past medical history included multigravida, parity 3 and pid pelvic inflammatory disease. Previously administered products included for an unreported indication: provera and paragard. Concurrent conditions included obesity and pain. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: based on information that provided about her conversation with the hcp, she had deployment issues with 2 devices and 3 catheters. It was reported that the insertion was easy. However it reported that outcome of event as recovered resolved (discrepancy noted as essure was still ongoing). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: left essure in correct position; x-ray - on (B)(6) 2018: unilateral right tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: historical drug, historical condition and concomitant disease were added. On (B)(6) 2018, she implanted essure. Previously reported event but there are not any coils visible on the second side/she is concerned it may have deployed deeper was updated to fallopian tube perforation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.